Event description:
Boston scientific crm received info that this pt's family reported that this device did not deliver therapy when the pt's heart stopped and the pt died.

Manufacturer narrative:
At this time, no additional info is available. If additional info becomes available, this report will be updated.